Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: date of event is unknown. Bsc became aware of the event on (B)(6) 2020. A date of (B)(6) 2020 has been entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device is a combination product.

Event description:
It was reported that difficulty to remove a balloon and a balloon rupture occurred. During a percutaneous coronary intervention (pci), a 16 x 4.00 promus premier select stent was advanced to the target lesion and successfully deployed, but the stent delivery system would not go back into a non bsc guide catheter. Numerous attempts were made, but did not work, and the balloon ruptured. All parts were able to be retrieved and the procedure was completed. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older date of event: date of event is unknown. Bsc became aware of the event on 07jan2020. A date of (B)(6) 2020 has been entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device is a combination product. Device eval by MFR: a 16 x 4.00mm promus premier select stent delivery system was returned for analysis without a stent and broken into 2 sections. The balloon was reviewed under scope. There was no stent on the balloon. Balloon appeared to have been inflated and deflated. Balloon material bunching was noted at the distal end of the balloon. No visible tears or damage to the balloon. Blood was noted on the balloon, no blood was evident inside balloon. An examination of the of the shaft polymer extrusion sections under scope found damage to the inner shaft polymer extrusion; bunching/accordioning type damage was noted at the bicomponent bond. The mid shaft was severely stretched and was broken and kinked. The break separated the distal section of the device and exposed the corewire. The distal end of the core with was twisted and kinked. Stretching of the distal shaft was noted at the distal side of the port bond. A visual and tactile examination of the hypotube identified multiple hypotube kinks. An examination of the tip under scope identified tip damage. Functional testing including balloon inflation/deflation and guide catheter compatibility testing could not be carried out due to the broken and damaged condition of the shaft. No other issues were identified during the device analysis. A cd containing 26 series of angiographic images was returned with the complaint device. The media review was consistent with the complaint report as after deployment of a stent in the lm stent delivery system withdrawal attempts were seen where it appeared that the distal end of the balloon could not be withdrawn into the guide catheter. It was stated that at the end, the system ruptured but all parts could be retrieved. However, no device ruptures or breaks were evident or were recorded in the media provided.

Event description:
It was reported that difficulty to remove a balloon and a balloon rupture occurred. During a percutaneous coronary intervention (pci), a 16 x 4.00 promus premier select stent was advanced to the target lesion and successfully deployed, but the stent delivery system would not go back into a non bsc guide catheter. Numerous attempts were made, but did not work, and the balloon ruptured. All parts were able to be retrieved and the procedure was completed. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.